Manufacturer narrative:
Without return of the product in question it is not possible to confirm or deny customer complaint, but the product as reviewed supports the intended function. Review of current inventory demonstrates the injection molded tooth protector satisfies the drawing requirements for wall thickness and sunmed requirements. This product is sold as non-sterile but this customer utilizes eto sterilization on the product which could negatively impact strength or flexibility of the tooth guard. Testing for eto compatibility should be conducted by the customer as this is outside of sunmed's control since the tooth protector is sold as a non-sterile product. Additionally, the material is a thermoplastic elastomer (tpe) which has a natural flexibility or rubber like feel. Biting or puncturing this material will cause it to split but not fragment into pieces therefore the concern of pieces breaking free is not inherent to the natural state of the material as sold by sunmed.

Event description:
The customer alleges that " when mouthguard was removed at the end of procedure it was found to have a hole in it." No other details were provided.